Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was programmed with vasopressin at rate of 300ml/hour with a volume to be infused of 80ml. However, the whole volume of vasopressin was delivered within fifteen (15) minutes. The keep vein open alarm was alerted and resolved after restarting the infusion. The customer indicated "this was clearly user error and I would void complaint." Although additional details were requested, no additional information was provided. There was patient involvement, but impact is unknown.